Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation. E-mail from sales representative dated 04/16/10 indicates that this patient left the hospital without obtaining a consent release of the valve. The surgeon is going to try to obtain the consent when she returns for her post op visit.

Event description:
Reportedly a model 2800, 25mm, (B) (4) was explanted after a 96 month implant duration due to unknown reasons. The sales representative will return the device in about two weeks when she picks up the device from the hospital¿s pathology department. No additional information was provided.

Event description:
It was reported that there was an attempt to implant the vdd pacing through a 9fr introducer, as labeled. The lead got stuck in the introducer. When it was pulled back out of the introducer, the physician saw a kink in the distal tip. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. At the free margins, calcification is heavy in leaflets 2 and 3, moderate in leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. The x-ray demonstrates calcification.